Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for the call was to report that the first device, had problems. When asked, patient said that it helped for the first six months and then patient said kept going to the bathroom all of the time and was having a lot of accidents. Patient said that they did go to their hcp office and said that every time implant was checked they were told that it was on and working. Patient said that a little over a couple months ago, patient fell out of bed. Patient said that they did consult with hcp regarding lack of symptom improvement and hcp suggested patient consider having system replaced. Patient said at appointment about a month before the surgery patient was jumping during the appointment, and said that they hadn't even checked device yet. Clarification was asked, however patient didn't provide any additional clarifying information. Patient received replacement system on (B)(6) 2022, (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.